Event description:
Customer is reporting that the rusch greenspec fo handle is overheating.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was not provided. The sample was not returned for eval, therefore, the complaint could not be confirmed.